Manufacturer narrative:
The device was returned for investigation. The device's screen and housing are cracked. The event log was not checked due to technical issue. A functional test was performed. The reported failure was replicated. A root cause of the event is attributed to the downstream sensor. The downstream sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device beeps continuously beeping during testing. No patient injury was reported.